Event description:
The facility reported a device which overinfused during pt infusion of remifentanil. The facility voluntary medwatch reports: "the pump settings were programmed as follows: remifentanil 50 mcg/l concentration, body weight 65 kg, bolus 0 infusion rate .25mcg/kg/ml. Once the pump was started, within 2 mins the pt experienced profound bradycardia and hypotension that necessitated rescusitation with atropine and epinephrine. All infusions were stopped and it was then discovered that the pump had infused approx 9 ml of remifentanil (a total of 450 mcg) in a matter of 1-2 mins, which calculates to an approximate dose of 3.5mcg/kg/min. The pump was replaced with a new pump that worked well. Other than the brief episode of bradycardia and hypotension that responded to appropriate pharmacologic intervention, there were no long-term effects."

Manufacturer narrative:
The device has been requested by baxter quality mgmt for eval, but has not yet been received. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if add'l info becomes available.